Event description:
The customer reported this right ventricular (rv) lead exhibited intermittent loss of capture; the rv threshold measurements had progressively increased to 4.5 @ 1.0 ms in bipolar and 2.5 v @ 1.0 ms in unipolar. The ventricular amplitude was set to 4.0 v @ 1.0 ms in unipolar and no further loss of capture was noted. One day later additional loss of capture was noted and the decision was made to replace the rv lead. During the lead replacement procedure, the physician noticed a knick on the right atrial (ra) lead; the ra lead was repaired and remains implanted in the patient. This rv lead was surgically abandoned (capped) and a new lead was successfully implanted. No adverse patient effects were reported. The lead was actively implanted for approximately 8 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The lead was replaced successfully with no adverse patient effects reported. The event will be re-evaluated if additional information becomes available. Intermittent loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.